Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the byte aligners consistently failed to align their teeth properly, leading to ineffective treatment and exacerbating existing dental problems. The patient later stated that due to the misalignment and improper fit of the byte aligners, they have experienced significant gum recession, which has necessitated treatment from a specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.